Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported mitral stenosis (ms) could not be determined. The reported ms as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The clip delivery system and the steerable guide catheter are being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with anterior and posterior leaflet prolapse with flail. The transeptal was reportedly difficult with minimal transeptal height due to orientation of the left atrium. A non-abbot wire was placed and exchanged with the steerable guide catheter, followed by the first clip delivery system (cds). The cds advanced, however, there was a break in the seal which led to air in the cds. The clip was not implanted, and device removed without incident. The same sgc remained in position. Reportedly, it could not be confirmed if the sgc had air in it or not. There was no additional treatment, no unusual resistance reported, and no air embolism. Another mitraclip (cds0701-xtw, 10610r167) was implanted, reducing the mr to grade 1+, mean mitral valve gradient 3mmhg. There was no device deficiency. On (B)(6) 2021, the discharge echocardiogram showed a 1.5cm^2 mitral valve area and mitral stenosis was diagnosed. There was no adverse patient sequela reported, and no treatment was provided. No additional information was provided regarding this issue.